Event description:
It was reported that during use, the pc1q smart pressure cable displayed high pressure readings immediately following initiation and the first physiological measurement. There was no reported patient injury associated with this event.

Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqe, qaq, mud, dxn, dsb, fll, qms, olw.